Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the pacemaker revealed multiple episodes of mode switch, which appear to be caused by brief episodes of atrial lead noise. Programming changes were not made. The patient was in stable condition and will continue with routine monitoring.